Event description:
It was reported that during an unk procedure, there was an unk problem with the device. No further info is available. Pt consequence is unk.

Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.